Event description:
Pt presented for a sleep study. Tech cleaned pt's face with nuprep and used mastisol afterward to help hold leads in place. In the am tech use a little collodion remover to get the sticky mastisol off along. The unisolve was also used to dissolve the cloth tape on the face. When done no irritation was noted at this time. Pt voice no complaints about her face during this time as well.